Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence due to fluid loss in the device. Computed tomography indicated that the balloon was full. However, during the revision, it was noted that the balloon was deflated and there was blood in the cuff, indicative of a hole. The aus was explanted and replaced. No further patient complications were reported.